Event description:
Device misfired--tacks weren't "curled".

Manufacturer narrative:
The construct forming tip of the returned device was visually examined and there was no evidence of damage to this tip found. The device was test fired in an open air condition and a fully formed q-ring was deployed. The device was then functionally checked to simulated use conditions, by deploying the stapler into a test pad. Four out of four constructs were properly formed during this functional check. Unable to duplicate reported event during device evaluation.